Event description:
Received the following complaint from distributor in other country on the kinamed supercable iso-elastic cerclage system as follows: "cable breakage 2-3 months post operatively when used on the trochanter reattachments. This case did not utilize any other plate, grips, screws or metalwork (other than the implant itself) and the cables have simply broken. This caused the surgeon to have to go back to re-operate. In addition to this, he has also noticed on x-rays that the wedge on 1 or 2 cables appears have backed out." Date of event, pt info, hospital's operative report and results of re-operation was not provided. As of 2009, despite multiple attempts to retrieve additional info, as described, no additional info received from physician to confirm and investigate the cause of this event. Investigation is still ongoing in an attempt to obtain first hand info from the physician. Assessment of this event with few available info (using also the IFU and risk analysis) by EU authorized representative concluded that this event can be considered at this stage as a non reportable event.

Manufacturer narrative:
On 10/30/08, distributor was provided with questionnaire to take to the physician to complete. On 11/06/08, additional info was sent to distributor (sales rep #1) on cable strength and clinical history. On 11/19/08, received physician's email address from distributor. On 11/20/08, questionnaire was e-mailed to physician to complete. On 12/11/08, no response from physician, e-mailed distributor (sales rep #1) to follow up in person. On 12/16/08, received an email from physician's medical secretary requesting the questionnaire. On 12/31/08, medical secretary confirmed that the physician received the questionnaire and noted that the physician did not respond to the questions yet due to a busy schedule. On 12/31/08, requested the medical secretary to ask the physician to provide at least a partial response by 01/05/09. On 01/02/09, medical secretary confirmed discussing the completion of the questionnaire with the physician. On 01/05/09, received no response from medical secretary or physician. Requested details of the discussion between the physician and the medical secretary on 01/02/09 from the medical secretary and a copy of the hospital's operative report on this event. On 01/14/09, e-mailed distributor, (sales rep #2) attached the questionnaire and asked him to get in touch with the physician to obtain a response to our questions. On 02/20/09, received email from distributor (sales rep #2), this event was discussed with the medical secretary, no response yet from the physician. On 02/03/09, received email from sales rep #2, this event was discussed with physician and the physician will respond to the questionnaire by "end of the day today". On 02/23/09, 02/24/09, 03/10/09, received no response from physician yet. Investigation is still ongoing in an attempt obtain first hand info from the physician. Additional info. Catalog: 1020.